Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 426 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with information to improve adhesion methods for their sensor. The customer was sent emergency supplies.